Event description:
Attorney advised the patient was injured on (B)(6) 2006 when he fell off a bike, landing on his outstretched hand. The patient experienced a fracture of the proximal 1/3 and mid-shaft right radius with displacement. A large butterfly fragment from the volar surface as well as two other fragments were splintered off. There was also some plastic deformity of the spike of the distal segment as well. On (B)(6) 2006, the patient underwent orif with a plate and 6 screws. The attorney reports, the patient was pushing himself up from the floor on (B)(6) 2011 and something snapped in his right arm. The patient went to a medical facility on (B)(6) 11 and an x-ray taken noted the plate to be broken. It is unknown if the hardware was removed and/or if the patient was revised.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Manufacturer narrative:
This device is used for treatment not diagnosis. Additional x-ray dates were provided.